Event description:
A report was received that the patient was experiencing discomfort at the clik anchor site. The physician did not suspect device malfunction. He assessed that the patient was very slim and he suspected that the anchors were too large for her frame, therefore causing discomfort. The patient underwent a revision procedure wherein the physician removed the clik anchors and directly sutured them to the lead. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the clik anchor site. The physician did not suspect device malfunction. He assessed that the patient was very slim and he suspected that the anchors were too large for her frame, therefore causing discomfort. The patient underwent a revision procedure wherein the physician removed the clik anchors and directly sutured them to the lead. The patient was reportedly doing well postoperatively.